Event description:
The report concerns a pt who was using novofine 8mm (30g) needle due to type 2 diabetes mellitus. The pt had seen their gp in 09/05 after having injected their left side abdomen and the needle had bent and broke. At the time, they did not know if needle was broken off inside their skin, however, an x-ray failed to reveal the needle tip/foreighn body. The pt had told their gp that this had happened twice before. Pt was switched to 18 mm/28 gauge needle. No conclusion can be made based on the info available. Neither batch number nor samples were available.